Manufacturer narrative:
Investigation of returned product did not confirm reported problem, unable to determine the root cause. No further action required. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The field service technician on site could not replicate the reported issue. The module was replaced as a precaution. The bl2215 module labeled serial number (B)(4) was evaluated. No obvious damage was noted. The module was tested over the course of 2.5 hours with the vacuum outputs tested in both surgical and maintenance modes. The module applied the commanded vacuum level every time. Checked aspiration transducer counts, and the reading was steady at 398-400 counts (spec is 410 ± 50). Visual inspection showed no loose electrical connections. The reported problem was not duplicated. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported the aspiration seemed lower than the commanded with the 23ga pack. All of the lens could not be removed. Surgery was delayed 1 hour, and was not completed. Additional information: this was a congenital cataract case. The vacuum seemed to be clogged, but there was no clog and it repelled the fragments. The sales rep checked and replaced the pack. The doctor normally performs a capsulotomy in this young of a patient. The fragments of the nucleus seem to repelled away and a few fragments left that were not as soft. One fragment went into the vitreous. The patient was sent to a retinal specialist. There was inflammation in the eye, and the doctor confirmed the patient will undergo surgery with the vitreoretinal surgeon to remove the fragment of the cataract that entered the vitreous. The doctor noted the patient is doing well.